Manufacturer narrative:
Concomitant products: vamf3232c100te, sn (B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic dissection. It was reported that false lumen perfusion was seen on a follow up CT scan. The re-entry perfusion was observed downstream of the stent graft. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as follows: the event did not result in a clinical event/secondary intervention.